Manufacturer narrative:
Concomitant medical product: d224drg ICD implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high/undefined superior vena cava (svc) impedance. Th lead was re programmed and remains in use. No patient complications have been reported as a result of this event.